Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device) or manufacturing anomalies. A lot history record review and similar incident query for this product was not performed, because no lot information was provided. Based on the information reviewed, a definitive cause for the reported event could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.

Event description:
This is submitted to report the difficulty during deployment of the clip which has potential for injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During an attempt to deploy the clip, the actuator knob was turned 8 times counter-clockwise, but the clip did not separate from the cds. The delivery catheter handle was advanced and retracted slowly, the actuator knob was pulled back further, and the clip deployed after 15-20 seconds. The mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.